Manufacturer narrative:
During visual inspection of the pump, it was observed that the battery compartment was cracked at the threads above the bumper. The returned battery cap was stripped and was not able to secure to the pump. A test battery cap was used to complete the investigation and it was able to secure to the pump. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.